Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood/body fluid present on all conductors. Full lead returned and analyzed.

Event description:
It was reported the left ventricular lead was attempted. The lead could not be implanted due to patient anatomy and different lv lead was implanted. No patient complications were reported as a result of this event.